Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: it was not possible to determine from the actual product when and how foreign matter adhered inside the nozzle. It is presumed to be due to improper or inadequate reprocessing methods or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited that there was foreign material inside the nozzle. There was no patient involvement.